Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 3.00x28mm promus element plus stent was selected to treat the target lesion, however the device was unable to cross the lesion. When the device was removed, it was noted that the stent strut was lifted up. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.